Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pump malposition could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 0:34:45 through (B)(6) 2021 at 8:34:19. Low flow events were captured throughout the log file from (B)(6) 2021 at 0:34:45 through (B)(6) 2021 at 8:22:19. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. On (B)(6) 2021 from 4:10:52 through 4:17:45, low-speed advisory alarms were captured due to the fixed speed (5100rpm) being set lower than the low-speed limit (5500rpm). The low-speed advisory alarm resolved, and the pump operated at or above the low-speed limit for the remaining duration of the log file. The pump appeared to function as intended the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing multiple low flow alarms and pi events. The log file capture low flow events and low speed advisory events due to the fixed speed being set lower than the speed limit on (B)(6) 2021 and (B)(6) 2021. There was a plan to take the patient back to the operating room to realign the inflow conduit.